Manufacturer narrative:
Follow-up #1: date of submission (B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.unable to reproduce any alarms listed in black box or history or complete failed steps due to alarm. Testing was unable investigate the specific alarm in this complaint, due to rewind tolerance error alarms received during investigation.

Event description:
On (B)(6) 2014 the distributor contacted animas, alleging a call service alarm issue. The pump repeatedly emits the alarm. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).